Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced inaccurate cgm values which occurred on an unspecified day after the sensor was inserted into the arm. On (B)(6) 2023, the patient reported his bg was low (it was not specified if this reading was from the cgm or a bg meter, a specific value was also not mentioned). The patient experienced dizziness. The patient fell and bumped the back of his head. The patient called emergency medical service (ems). Once ems arrived, the patient was transported to the emergency room. The patient was diagnosed with hypoglycemia, but no specific bg/cgm values were reported. The patient can only recall the doctor stating that the dexcom was ¿30 points off¿ when compared to his bg meter reading. At the hospital, the patient was treated with baby aspirin, insulin, and had to have 9 stitches placed on his head due to his earlier fall. The patient was transferred to a rehab facility for further care. The patient was discharged home on 12/22/2023. It has been reported that there was a difference in readings of 30 points. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.